Event description:
It was reported that patient fell at (B)(6) nursing facility one week post op. Revision surgery post fracture. Patient revised next day.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding a revision due to a fall involving a secur-fit max 127 hip stem #9 was reported. The event was not confirmed. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history search was not performed as no device specific failure mode was identified. The exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, patient medical records, and x-rays are needed to complete the investigation for determining the root cause.

Event description:
It was reported that patient fell at (B)(6) facility one week post op. Revision surgery post fracture. Patient revised next day.